Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The dilator and wire were removed from the faradrive sheath, and when attempting to insert the farawave catheter, it was advanced until the catheter was visible from the handle toward the shaft side. However, aspiration with the syringe did not stop. Air entrainment occurred. The sheath was replaced, and the procedure was completed successfully without patient complications. The device has been received and is pending analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath (clear) was selected for use. The dilator and wire were removed from the faradrive sheath, and when attempting to insert the farawave catheter, it was advanced until the catheter was visible from the handle toward the shaft side. However, aspiration with the syringe did not stop. Air entrainment occurred. The sheath was replaced, and the procedure was completed successfully without patient complications. The device was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.